Event description:
According to the reporter, the patient experienced post operative bleed the day after surgery of laparoscopic sleeve gastrectomy. 3 liters of blood found in cavity, gastro pyloric artery or branch is found to be bleeding upon re-operation. Bleeding surgically resolved. The patient spent a few days in hospital, bleeding stopped and patient has now returned home.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.